Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation is compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan) the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. There is no probable root cause to the unit as no visible damage was noticed and it passed the specific functional test for this product. Therefore, there was no problem found. The reported failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported the insulation is compromised.